Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No motor error alarm was noted during testing. The drive/motor was inspected and no drive/motor anomaly was noted. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump passed the delivery accuracy test. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 580 mg/dl at the time of incident. The customer's blood glucose was 130 mg/dl at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the programming was accurate. The customer declined further troubleshooting for high blood glucose. The customer mentioned that the insulin pump was making a grinding noise during bolus. The insulin pump will not be returned for analysis.